Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The diagnostics were cleared, the device could be interrogated normally. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.